Event description:
It was reported that the customer received a power source alert and pump battery could not be charged resulting in pump shutting down. Customer's blood glucose (bg) level was 249-259 mg/dl. Customer went to the emergency room and was treated with an injection of lantus. Customer was discharged the following day with the issue resolved and no permanent damage. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.